Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was moisture under the screen. The customer's blood glucose was 85 mg/dl at the time of incident. Customer stated they went into the pool with insulin pump on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. The motor assembly had moisture damage. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.